Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The crimp measures approximately 0.032¿ x 0.046". Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part# 470318-10/ lot# n10190812 /sequence# 0079) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2021 on system serial# (B)(4) with 3 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the broken pitch cable at the distal end found during failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor had a broken wire. The instrument only had 2 previous uses. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made an attempt to obtain additional information, however, the customer could not provide any further details or patient information at this time.